Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the physical device was not returned for evaluation, one photo was provided and reviewed. The photo shows the partial view of a clinician holding the drainage catheter which was implanted into patient body. A compete break was noted on the catheter hub and broken piece was missing. The investigation is confirmed for the reported drainage catheter connector fracture and identified material separation issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, method, result, conclusion) section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The patient underwent an ultrasound guided ascites percutaneous drainage procedure using the navarre universal drainage catheter. Post the procedure on (B)(6) 2026, it was noted that the drainage catheter connector was fractured. The procedure was completed using another device. There was no reported patient injury.

Event description:
The patient underwent an ultrasound guided ascites percutaneous drainage procedure using the navarre universal drainage catheter. Post the procedure o (B)(6) 2026, it was noted that the drainage catheter connector was fractured. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.